Event description:
This is a horrible product and one that is risky to use as well. I put in batteries in the malem alarm and was ready to set it up on my son at night before he went to bed. He was changing and using the bathroom and within that time, the alarm started making a click and hiss sound and as it lay on the table, the batteries leaked out. My son didn't realize it and picked up the alarm and placed it on his t-shirt. As he did, the battery acid and spilled out on his clothing and hands. He has had minor bruises from the battery liquid on his finger tips and palm of his hands. It was only there for a few seconds. I am surprised how this alarm can be so dangerous and split batteries.